Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).

Event description:
It was reported, the coil could not be detached. Upon removal, the coil detached inside the catheter. The catheter was removed from the patient including the coil. No patient injury reported.